Event description:
According to the reporter: during the third suture needle use, the endo stitch device would not open/release the suture needle. The locked needle then broke with a portion of the needle remaining in the jaws of the instrument. Use duration: 5 minutes.

Manufacturer narrative:
(B)(4).